Manufacturer narrative:
Lot number information is not available. A sample is expected that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
An operating room manager reported that the cutting width of knives that originated from recent custom paks has not felt sufficiently wide during surgery. Wounds have had to be enlarged and stretched by other means. Patient impact is unknown. Additional information has been requested. Additional information was received confirming that there was no impact to any patient in conjunction with this report. No further information is expected.